Event description:
A customer reported that the unit would not phaco prior to a procedure. Additional information was received reporting the handpiece would not phaco during a cataract extraction procedure. The handpiece and tip were exchanged, but the issue persisted. Another system was used to complete the procedure following a 10 minute delay. There was no harm or injury to the pt.

Manufacturer narrative:
A company representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the customer reported event "would not phaco" is unk. (B)(4).